Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an early sensor expiration. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause was determined to be defective transmitter.